Event description:
Device history record was reviewed, no event linked with the reported issue was found. Although no date of incident was reported, air volume occurrences were checked during device log review but no air alarm was recorded since (B)(6) 2021. The reported event regarding the incorrect date in the log extracted via partner software is known and is due to a software bug that is being addressed with (B)(4). The device was received in brézins for investigation. Nothing was found during external and internal check. Several functional tests were carried out and specifically related to air detection and air sensor functionality. All performed successfully and values were compliant with IFU specifications. The reported event could not be reproduced. There was no technical or functional issue that could be identified for this device which worked as intended. Note : several causes can be at the origin of air in line alarms and most of them are not linked to air issues but to normal behaviour of the device due to chosen air detection settings or sometimes to misuse (ex. Priming method). Parameters of the device can be modified in order to manage the length or number of air bubbles allowed to go through the tube. To our knowledge this complaint is not being related to patient safety. This complaint is not valid for the event regarding air issue but valid for the partner log incorrect dates. No action was initiated for this event as per our local procedures.

Event description:
Users felt that more air should have gone through the pump, no air in line alarm triggered.